Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with procedure total abdominal hysterectomy with bilateral salpingo-oophorectomy due to complete uterovaginal prolapse, genuine stress incontinence/intrinsic sphincter deficiency. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).